Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
A rivet is missing from one side of head section; a nut and bolt were installed in its place. One side of the bed collapsed while the head of the bed was lifting.